Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. A device history record review was performed, and no relevant findings were identified. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
(B)(4).